Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). A osseotite® implant 4 x 11.5mm (oss411) was returned for investigation. Visual inspection of the as returned product identified excessive bone and crown attached and a fracture at the threads. Device history record (DHR) review was completed for the subject lot number (2018090298). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018090298) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported the implant placed in tooth location 26 fractured one year later aprox. Implant was removed.